Event description:
Related to MFR report # 2183959-2012-01306. It was reported by the plaintiff's attorney, that on or about (B)(6) 2010, the plaintiff was implanted with an elevated anterior prolapse repair system to treat stress urinary incontinence. It was alleged the plaintiff suffered 'serious bodily injuries, including, but not limited to extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries." In or about (B)(6) 2011, plaintiff began to experienced pelvic pain, vaginal discharge and infection and sough medical attention for said complications. Plaintiff experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury. Plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence and dense scarring.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.